Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device became unresponsive with a persistent ¿tap button to wake screen¿ prompt and vibration feedback on button press without screen change, consistent with an unresponsive key/button, and replacement was determined; the affected component was the switch/relay. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical problem associated with an unresponsive button, traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.